Manufacturer narrative:
(B)(4). The device has not been received for analysis. The lot number is unk, therefore further investigation cannot be performed. A trend related investigation is currently in process. A f/u medwatch will be filed upon completion of the trend investigation. (B)(4).

Event description:
It was initially reported that a pt rinsed lenses with aosept plus prior to wear. When they inserted the lenses, they experienced pain. Add'l info received from the pt on (B)(6) 2014 stated that they went to the doctor on (B)(6) 2014 and was diagnosed with a corneal erosion (corneal abrasion) and was prescribed unspecified anti-inflammation eye drops. At the first doctor visit, the pt was advised to use the drops every three hours. At the second doctor visit, the pt was advised to reduce the eye drop usage to four times a day. The pt's lower eyelid also changed to a while color, so the doctor applied ointment during the visit. The doctor advised a cease in contact lens wear and that full recovery would be between two weeks and one month. The pt was still experiencing pain, a white lower eyelid, and swelling. Add'l info received from the pt on (B)(6) 2014 stated that their pain had resolved and that a f/u doctor's appointment was scheduled for (B)(6) 2014. Add'l info received from the pt on (B)(6) 2014 stated that they visited the doctor and was told the cornea was resolving. A decrease in visual acuity was confirmed by the doctor. However, the doctor was unsure whether it was caused by this event or if it was already decreased prior to the event. The doctor advised the pt to return two to four weeks later and permitted short term contact lens wear. Add'l info received from pt on (B)(6) 2014 stated that they returned to the doctor on (B)(6) 2014 and was told that the visual acuity did not change from the previous visit. The pt was not instructed to change the power of their contact lens and was permitted to resume lens wear shortly. The doctor did not require any add'l f/u visits.